Manufacturer narrative:
(B)(4). (B)(6). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2023. Before the patient had dinner on the evening of 01/28/2023, the patient administered nine or ten units of insulin after observing on a reading of 244 mg/dl displayed on his cgm. The patient then ate dinner. Half an hour after that, the reporter came downstairs and found the patient suffering from a seizure. The patient was reportedly unable to talk, his tongue had retracted, and he was convulsing. The reporter responded by calling for an ambulance and was told by emergency services to place some nutella inside the patient's cheeks until the paramedics arrived. The reporter stated that as the sugar from the nutella started to take effect, the patient's symptoms gradually abated and his condition slightly improved. Once the patient started regaining consciousness, the reporter performed a fingerstick measurement which read 122 mg/dl. The patient's dexcom cgm, on the other hand, was reading 76 mg/dl in comparison. By the time the paramedics arrived on site, the patient was already feeling better and did not require any further treatment or medication. Paramedics checked the patient's blood pressure and blood glucose level, monitored his condition for a while, and then left. The patient was doing well at the time of contact a couple days later. Data was evaluated and the allegation was confirmed. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. The data investigation found a difference in values that fall within the b zone of the parkes error grid. No additional patient or event information is available.